Event description:
It was reported that the right ventricular (rv) lead showed rise in impedance and now measured high impedance. There was also an increase in pacing threshold. Subsequently, an alert triggered for high impedance that measured at even higher levels. Additional follow-up information confirmed that the patient was sent to have a chest x-ray performed. The alerts were turned off, but no action was taken. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead, implanted 2002 (B)(6). (B)(4).